Manufacturer narrative:
The investigation of high purge pressure, positioning issues, and hemolysis has been completed. No product was returned for analysis. Thrombus was added based on the investigation findings. High purge pressure: the data logs show a motor current spike followed by a rise in purge pressure and low purge flows. The pump flows became saturated indicating biomaterial ingestion and position on the impeller. The flows remain elevated and logs show another purge pressure rise after attempted troubleshoot (change p-level from p9 to p0 to p9). Clinical mention tissue plasminogen activator (tpa) was added to the purge which resolved the issue. The root cause of the high purge pressure was most likely biomaterial as evidenced by the ingestion pattern observed in the data logs. As the necessary information was not provided, the root cause of the thrombus was not determined. The root cause of the positioning issue was most likely due to a use-related issue of positioning the pump too deep inadvertently by physician as evidenced by clinical details. The data logs show an ingestion with motor current spike about 24 hours before reported hemolysis. There were no suction alarms or improper positioning alarms in the logs around the time of reported hemolysis. The root cause of the hemolysis was most likely due to biomaterial as evidenced by motor current spike in data logs before reported hemolysis as noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The user facility had an impella cp placed to support a patient admitted in with acute myocardial infarction. The patient had a thoracentesis done and this meant an adjustment to the anticoagulation, but subsequent to that there were purge alarms that prompted tissue plasminogen activator to be added to the purge. The next day, the pump was out of position and was adjusted. The pump remained on for support for 6 days in total.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿